Manufacturer narrative:
The serial number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the biopsy gun is misfiring. No additional information was provided. There was no patient involvement.